Event description:
Patient returned for scheduled appointment with small burns apparent on lateral leg (superficial with no oozing). Patient reported that stinging started the next day following a therapy treatment. Lesions (small blisters) developed while at home. There were 4 burns less than 0.3mm and 3 burns less than 0.2mm on lateral right leg, mid-calf.